Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, an arthrex subsidiary employee reported via email that an ar-2323bcc biocomposite swivelock c suture anchor experienced tip breakage during insertion into the bone hole. The broken piece was retrieved from the patient. The procedure was completed using a replacement ar-2323bcc biocomposite swivelock c suture anchor. There was no significant surgical delay, and no additional anesthesia was required. The issue occurred during a procedure on (B)(6) 2026, and no patient harm was reported.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors such as improper bone preparation or prying and leveraging the device with excessive force.